Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion product event summary: the ventricular assist device (vad) (B)(6) and controller (B)(6) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2021 to parameters below the normal operating range and three low flow alarms recorded since on (B)(6) 2021. A vad disconnect alarm logged on (B)(6) 2021 at 18:07:54 indicating a physical disconnection of the driveline from the controller. A controller power up event was then logged on (B)(6) 2021 at 13:31:25. The data point prior to the loss of power, logged on (B)(6) 2021 at 18:07:51 revealed that (B)(6) was connected to power port one with 21% relative state of charge (rsoc) and no power source was connected to power port two . The data point recorded after the loss of power, logged on (B)(6) 2021 at 13:31:59 revealed that no power source was connected to power port one and (B)(6) was connected to power port two. The controller was without power for four days, 19 hours, 23 minutes, and 19 seconds. Of note, if the driveline is disconnected from the controller, the controller will flash red and a loud alarm will sound and if the controller loses power a loud continuous alarm will sound and there will be no message on the controller display. Additionally, there is no sequence of alarms that would result in the controller flashing a red light and the screen being black with a steady, loud noise. As a result, considering that the returned controller performed as intended during bench testing, the reported "controller flashing a red light and the screen was black with a steady, loud noise" event was not confirmed. Information received from the site indicated that the patient was found deceased, and heart failure was reported to be the cause of death. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, death and worsening heart failure are known potential complications associated with the implantation of a vad. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources upon emergency medical services (ems) arrival, as described in the reported event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient's cause of death was heart failure post ventricular assist device (vad) placement.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2021/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 28-jun-2021, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 14-dec-2020, labeled for single use: no, (B)(4). Additional information has been requested regarding the autopsy results and official cause of death for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found down and deceased. Upon emergency medical services (ems) arrival it was noted that the patient was in rigor mortis with the controller flashing a red light and the screen was black with a steady, loud noise which was thought to be inconsistent with the controller function. Both batteries were still attached to the controller.